Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 145 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that after 2 hours, the device still had a blank screen. He stated that he treated with a manual injection. The most recent blood glucose reading was 175 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The low battery alarm could not be verified due to the blank display. The insulin pump was received with a minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.